Manufacturer narrative:
Upon receipt of additional information this event will be reported on 1825034-2017-03697.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Biomet knee system modular finned stem with screw catalog 141314 lot 304970; vangaurd knee system cr femoral ¿ left 67.5mm catalog 183070 lot 800010; vanguard knee system as tibial bearing 10mm 75mm catalog 189080 lot 553000; biomet modular tibial locking bar catalog 141205 lot 125220. This report is number 3 of 6 mdrs filed for the same patient (reference 1825034-2017-00517 / 1825034-2017-00522).

Event description:
Patient underwent a total knee revision due to continued pain and stiffness 17 days post bearing exchange.